Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that their spinal cord stimulator was turning itself off and on with slight movements of their legs. It had never happened before and just started two days ago.

Manufacturer narrative:
H6: previously reported patient codes c76143 (2692) <(>&<)> imf code f26 are not applicable to the event any longer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins stopped working and wouldn't turn on. Pss had the pt initiate an ins recharging session; pt saw that the ins was recharging with all eight coupling bars filled in and that the ins was charged to about 90%. Pss had the pt try turning the ins on using the recharger; pt confirmed seeing the lightning bolt over the ins icon on the screen. The ins was on, but the pt was not feeling stimulation. Pt then said that last week they were sitting on the couch and they turned the ins on and the ins stayed turned on for about fifteen minutes or so. Pt said that their left leg was immobile and fused whereas their right leg was not. Pt said that they went to bend their right leg while they were sitting and the ins sent off a real hard shock and then the ins turned off. Pt had been trying to get ahold of manufacturer/hcp's office since thursday . Hcp hadn't seen them in three years so they had to call. Pt said that they hadn't been able to sleep since their leg had been killing them.